Manufacturer narrative:
Investigation: visual inspection. The following observations were made during the visual inspection: tissue residues and deposits on a long part of the peritoneal catheter and on the other catheter parts of the shunt system. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each elements were tested individually for permeability. The test showed that the progav 2.0, the peritoneal catheter and the pediatric prechamber are permeable. The shuntassistant is non-permeable. Computer control test: due to the non-permeability of the shuntassistant, the computer-controlled test could be only perform to the progav 2.0. The computer-controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 6,18 cmh2o. This is not within the specified tolerance of 0 cmh2o ± 3 cmh2o. An applied pressure of 0 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 0 cmh2o ± 3 cmh2o. Due to the deactivated differential pressure unit (0 cmh2o), an additional test was performed at the delivery pressure stage of 5 cmh2o. Therefore the progav 2.0 was tested according to standard procedure in the horizontal position of the valve once again. At a pressure stage of 5 cmh2o in the horizontal position, a pressure of 5 cmh2o ± 3 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the horizontal position, the progav 2.0 showed a pressure of 10,17 cmh2o. This is not within the specified tolerance of 5 cmh2o ± 3 cmh2o. According to our results, we can detect a presence of a slower outflow. Adjustability test. The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the brake function of the progav 2.0 operated as expected, however the braking force was not within the specified tolerance. More power had to be applied to release the rotor to adjust the valve. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage in the shuntassistant and a slower outflow in the progav 2.0 at the time of our investigation. The progav 2.0 is adjustable to all pressure settings, but more pressure had to be applied to adjust the valve. Detected deposits could be named as the cause of the malfunctions. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be not adjustable after a fall on the head. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: unknown. Weight: (B)(6). Gender: female.